Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Post market vigilance (pmv) led an evaluation of one egia trs 60 amt articulating reload. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the scrub tech loaded the reload but it would not close and could not be removed from the handle. The surgeon recalls their being excessive torque placed on the stapler due to the patient being obese. A new handle and reload was opened to complete the procedure. There was no medical intervention or injury to the patient.